Manufacturer narrative:
Blocks d4 (model number, lot number, catalog number, expiration date), and h4 (device manufacture date) have been updated based on the additional information received on february 27, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip failure to release from catheter was not confirmed. Upon analysis, the device was returned fully deployed and without the clip assembly. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip did not deploy successfully. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip did not deploy successfully. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.